Event description:
Boston scientific received information that this patient was admitted to the hospital as the competitor device was beeping. Investigation of the system noted that the right ventricular (rv) lead impedance measurement was greater than 3000 ohms. Additionally, noise and loss of capture at maximum outputs were noted. At the device replacement procedure approximately 4 months prior, oversensing was noted with device manipulation. The device and lead were screened but it was difficult to ascertain if the pin was in the header due to the orientation. As a result, a connection issue was suspected. On investigation, the rate sense lead appeared to be secure in the device header. When the lead was connected to the pacing system analyzer (psa), noise was noted and the lead impedance observed was greater than 4000 ohms. As a result, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.